Event description:
The customer found blood leaking from vtc top when removing air. The blood splashed out of vtc top, and a nurse got blood on her face and her white coat. Fortunately the blood didn't get in touch with mucous membranes. The nurse has not received any treatment.

Manufacturer narrative:
It has not been possible to identify which vtc was used as the lot# is unknown. Hence, the root cause to this incident could not be determined.